Manufacturer narrative:
Unit passed the self-test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. Pump was set to time and date during testing. Pump was left for the next day to verify any time anomalies in the pump. Pump time and clock functioned properly. The history download confirmed pump error 53 due to hardware error on the bum found on (B)(6) 2024 at 01:21:33.00. The formatted history file confirmed the pump error 53 alarm ((B)(6)). The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error. Pump time and clock functioned properly and had no issues during testing. Time clock anomaly not confirmed. Exposed to moisture confirmed on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of hardware low level failures. (Pump error 53). It was also reported that the pump was losing time. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.